Event description:
(B)(4). Had large cysts form and burst. This triggered my worst aip (acute intermittent porphyria) episode to date. I could not eat or drink for 7 days. During which time I was in extreme pain, experiencing terrible vomiting and diarrhea, and I gained 7 lbs from all the hemorrhaging into my abdominal cavity. IV fluids kept me alive. I'd rather die than experience that hell ever again. I continue to struggle every few months with cysts... Can't wait to be free of this thing!